Event description:
An account called and stated that the casters when set in brake position would not hold on this bed. There were no pts and no injuries reported in this event.

Manufacturer narrative:
The caster brakes on this bed are independent of each other. And although, we have not seen more than one caster fail at a time. It is likely that if multiple failures were to occur simultaneously it is possible the bed could move and therefore cause serious injury.